Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the safety screw was not tightened enough. There was some movement on the stent when an attempt was made to place it. The device was removed and a new device was used.